Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and low blood glucose readings. The customer's blood glucose value was 50-80 mg/dl. The customer treated with injection. The customer's current blood glucose was 297 mg/dl. The customer stated that the act button was not working and the pump might have given too much insulin. The customer reported the drive support cap to appear normal. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened and creased button dome switch. The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads.